Event description:
Report status: serious injury/medical intervention. Reporting rationale: snaring of guide wire tip from patient. Device issue: guide wire separation. It was reported that an attempt was made to remove the balloon catheter post-dilatation, but the device was stuck on the guide wire. Fluroscopy then indicated that the guide wire had fragmented into three pieces, and these three pieces were subsequently recovered. No additional event or patient information is available.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.